Event description:
It was reported that the vns patient passed away. The funeral home reported that the patient passed away from respiratory arrest due to upper respiratory pneumonia as well as epilepsy and severe developmental delay. The physician's nurse reported that the patient was very sick and she doesn't believe it had anything to do with her vns device. No additional relevant information has been received to date.

Manufacturer narrative:
Type of reportable event, corrected data: the ¿death¿ field was inadvertently not marked on follow-up report#1.

Manufacturer narrative:
Type of reportable event, corrected data: the type of reportable event was inadvertently marked as malfunction in the initial report.